Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program.   The devices were evaluated in the field and the issue was confirmed; 2 devices had broken/damaged components, and 1 device had a worn component.  The devices were repaired and returned.   There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the brakes cannot be engaged or the device had a false engagement of brakes. There was no patient involvement.